Event description:
As reported, during a mechanical popliteal artery thrombectomy, balloon of these two fogarty catheters did not inflate (medwatch 28738 and 29387). Both catheters were not checked before insertion. Later, a third catheter was inserted but it burst inside the patient (medwatch 29386). The issue was solved using a fourth catheter. There was no allegation of patient injury. Patient demographics unable to be obtained. As per product evaluation findings, it found that the ruptured balloon edges of the three failed catheters did not match. As a summary, three medwatch reports will be submitted, one for each device (28738, 29387 and 29386).

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. As received, the balloon latex appeared deteriorated. Multiple cracks and a tear were evident on balloon latex. A leakage was observed through the tear on the balloon. Both balloon windings were intact. The balloon latex was released from proximal windings to check balloon edges at the tear. The edges did not appear to match at the tear. Finally, no other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Per the instruction for use , latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.